Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not address the elevated bg at time of report. Technical support provided instructions for resetting the pump and assisted the caller with this process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump with the understanding to report any recurring malfunction codes.